Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure causing power issue. The field service engineer found that the auxiliary half height drawer 1 had a failure and replace the modular board which resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a power issue and showed offline in rss. The customer stated that the station won't turn on, screen is black and no power to the station which caused delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.